Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported having to change the site of the pod due to the pod causing bumps on her skin. Additionally, the patient reported marking, itching, and scarring as a result of using pods on her abdomen and arm. Duration of pod wear is unspecified. No blood glucose level was reported. No treatment information was reported. This event is being reported due to the formation of scar tissue attributed to pod use. No further information is available at this time. If further information becomes available, it will be reported via a supplemental report.